Event description:
It was reported that two years prior, the right atrial (ra) lead dislodged within a day after implant. The old ra lead was programmed off by programming the device to vvir mode. A new lead of the same model was recently implanted in the atrium and also dislodged a day after implant. A third but different model lead was successfully implanted in the atrium and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947m62 lead, implanted: (B)(6) 2012; 419478 lead implanted: (B)(6) 2012; 5554-53 lead implanted: (B)(6) 2012. (B)(4).